Event description:
It was reported that this implantable cardioverter defibrillator (ICD) detected elevated shock impedance of 145-170 ohms. Commanded shocks (1.1 and 41 joules) were performed back in (B)(6) 2022 which showed a true value of 89 ohms. Technical services (ts) was consulted and in-clinic troubleshooting recommendations were provided. No adverse patient effects were reported. This product remains in service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined there was no conclusive evidence the observed out-of-range impedance measurements were due to a product performance issue or an inadequate lead-to-device connection. However, intermittent, out-of-range shock lead impedance measurements with no conclusive evidence of a performance issue or an inadequate lead-to-device connection are likely the result of the low-energy test signal utilized for daily automatic or in-clinic commanded shock lead impedance testing. A software update was released in 2015 to further improve consistency of the impedance test results and provide the clinician with additional diagnostic tools, including programmable shock lead impedance alert limits.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) detected elevated shock impedance of 145-170 ohms. Commanded shocks (1.1 and 41 joules) were performed back in february 2022 which showed a true value of 89 ohms. Technical services (ts) was consulted and in-clinic troubleshooting recommendations were provided. No adverse patient effects were reported. This product remains in service.